Event description:
The facility representative reported a flo-gard infusion pump with "key pads". This condition was found before delivery in the pharmacy area. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with ?keypads? Was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be a loose front panel keypad ribbon cable connection with cn601. The ribbon cable was reconnected and adhesive tape applied to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.